Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported system error 105, which was not reproduced but confirmed through a review of the device event history log. Eval found excessive motor bearing wear with shaft end play, black material around the bearing was observed. An impression on the motor tape from the lower bearing housing. Due to the motor bearing failure, the motor assembly was replaced.